Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the magnesium infusion completed sooner than expected. The event occurred in the ccu.

Manufacturer narrative:
The customer's report that a magnesium infusion completed sooner than expected could not be confirmed. Physical inspection of the device showed that the customer is using third party (un-approved) replacement parts. The door, door latch, sear and keypad were third party parts. Analysis of the pcu event log shows that at 10:04 am on (B)(6) 2018, magnesium sulfate 4 gram/100 ml was programmed to infuse at 25 ml/hr. The user changed the duration and rate several times. At 10:17 am the infusion was terminated early by a user removing the module from the system. The cause for the early termination could not be ascertained. Testing and inspection identified no issues. The device was found to be infusing within specification. The root cause for the customer¿s report was not identified.